Event description:
It was reported that implantable neurostimulator (ins) was discharged after six months. Physician strongly suspect that the ins depleted too early. Patient reported a "shocking sensation" when traveled in tunnel. Ins was replaced with another ins of the same model.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins) found battery with normal end of life. It was no telemetry and no output.